Event description:
The sales rep reported on behalf of the customer a colleague triple channel infusion pump with an unspecified problem. No pt injury or medical intervention was associated with this event. Add'l info received on 07/07/2009 indicates that channel failure occurred on either channel a or b during pt use, briefly interrupting infusion. No add'l info is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.